Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the venaseal to treat the great saphenous vein as per IFU. It was reported that the procedure was completed and a small open wound was observed at the access site. It was reported the wound healed but later developed into an open sore. Medtronic has received an unconfirmed report that micro surgery may have been used to treat the sore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photograph evaluation four photographs of the patient¿s treated leg were received and reviewed. In three of the photos the open sore at the access site can be observed. The fourth photo shows the result of the excision from the access site. Additional information received: the patient had further thread vein sclerotherapy on a month and 2 months post index. It was reported the patient returned for a post procedure check approximately 5 months post index, the wound had developed into an infected open sore at the access site of the great saphenous vein, this had been present for 3 weeks and treated with antibiotics by the gp a swab was taken and no significant growth was observed. The patient was seen again. A 1cm area of erythema with a crusting centre intermittently discharging pus was observed. The patient was treated with a 10 day course of flucloxacillin, no real change to the infected area when the area was reviewed approximately 6 moths post index. The patient underwent micro surgery/excision of the lesion on approximately 7 moths post index, under local anaesthetic; histopathology confirmed a foreign body granulomatous reaction. A cast of cyanoacrylate was retrieved from the subcutaneous tissue immediately below the incision site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.